Event description:
Nurse states peg was in place 2 1/2yrs and when physician went to traction remove the peg, the dome separated from the shaft. Md endoscopically retrieved dome using unk. Device w/o any pt. Complication. No other device was placed. Pt fed orally. Discussed w/sales rep length of time in place.